Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to the oversensing of noise was observed. The device diagnosed the oversensing as a vf and inappropriate anti tachycardia pacing therapy was delivered. A lead issue was suspected and lead revision was recommended. The patient condition was stable.